Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge dropped from 45% to 5% while connected to a power source. The pump was charged successfully after connecting the charging supplies to a different wall outlet. The customer's blood glucose was 108 (mg/dl).